Event description:
It was reported that via (B)(6) . The pulse generator did not exhibit any readings. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.